Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04oct2024. It was reported that the patient received medication changes based on cardiomems numbers that were inaccurate. The patient was directed to call their clinic if they notice any symptoms, and there were no adverse consequences.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the event description, "patient's readings were not being questioned but were below the goal threshold. Patient was asked to hold their diuretic until readings are back in range... No adverse consequences. This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5-mhz. The sensor was operating at 33.95-mhz and 33.95-mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.